Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefor, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date unknown/not provided, best estimate is between (B)(6) 2018 - (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 18.5 diopter intraocular lens (iol) was implanted in the patient's left (os) operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2019 due to blurry vision not in focus and having starburst. Patient's visual acuity pre-op was 20/30 and post-op is 20/20-1. The replacement lens is a zcb00 18.0 diopter lens. Reportedly, there was no surgical intervention such as: incision enlargement; vitrectomy; or suture used. No further information was provided.